Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra clinical team indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Potential adverse events in the labeling with the indigo aspiration system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, vessel spasm, thrombosis, dissection, or perforation, including death. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
On (B)(6) 2020, after completion of a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath, the physician performed an angiogram that revealed restored flow with severe stenosis of the mid sfa for 80 millimeters segment. It was also noted that a flow limiting dissection had occurred in the target vessel. Therefore, the vessel dissection was treated using balloon angioplasty and a stent. Subsequently, a completion angiogram was performed and found to have excellent flow to the tibial. The posterior tibial (pt) was occluded but reconstituted at ankle (small) and there was dominant flow through anterior tibial (at). The vessel dissection was reported to be adverse event with a possible relationship to the cat6 and index procedure.